Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified number of unspecified bd syringes had too long of cannulas during use. The following was reported by the initial reporter: "it was reported that some days numbers are high and feels like she's hitting muscle. Verbatim: consumer called to inquire about why she would use a 6mm syringe vs. The 8mm syringe she is currently using. Stated her box of insulin syringes have a flyer that promotes trying the 6mm. Informed consumer of the needle length differences with both syringes and informed different needle sizes are available for comfort. Consumer then reported she feels with the 8mm syringes some days she does not have good absorption. Stated some days her numbers are higher and she thinks she may be hitting the muscle. Consumer declined to provide any additional information and disconnected the call."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of unspecified bd syringes had too long of cannulas during use. The following was reported by the initial reporter: "it was reported that some days numbers are high and feels like she's hitting muscle. Verbatim: consumer called to inquire about why she would use a 6mm syringe vs. The 8mm syringe she is currently using. Stated her box of insulin syringes have a flyer that promotes trying the 6mm. Informed consumer of the needle length differences with both syringes and informed different needle sizes are available for comfort. Consumer then reported she feels with the 8mm syringes some days she does not have good absorption. Stated some days her numbers are higher and she thinks she may be hitting the muscle. Consumer declined to provide any additional information and disconnected the call."